Event description:
The customer called to report being hospitalized for diabetic ketoacidosis, with a blood glucose reading of 593 mg/dl. Prior to the event, the customer experienced vomiting and high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.